Event description:
Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current. Reporter stated that the head up will not work on this bed. Reporter stated that he replaced the head up coil to repair this bed.